Event description:
It is reported there was a communication error which caused the system to not boot up. There is no report of death or serious injury associated with this complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The power control board was in need of replacement. A quote was sent to the customer however, the customer has not responded yet. No conclusion can be drawn at this time.